Event description:
During a staff inservicing, the physician observed the console's "battery on" indicator illuminated when the console was plugged into a known good ac mains outlet. Abiomed field service representative examined that unit and isolated the problem to the ac/dc converter. The converter was replaced and the system operated properly. There was no pt involvement.